Manufacturer narrative:
(B)(6) 2018: during a follow-up, it was reported that a supply change was performed resolving the issue and the customer was released from the hospital on (B)(6) 2018. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) levels and diabetic ketoacidosis (dka) considered dangerous; no exact bg value was provided. Bg level was addressed by performing an infusion set change and delivering multiple correction boluses. Due to the elevated bg level and dka the customer was taken to the emergency room (ER). While in the ER, the customer received treatment in the form of intravenously delivered fluids and (B)(6). The customer was released from the ER with a bg level of 440 mg/dl and was subsequently hospitalized. While in the hospital, the customer received treatment in the form of intravenously delivered fluids, insulin drip and blood work. Troubleshooting was performed and it was found that the cartridge pigtail line was broken.